Event description:
It was reported by service report that the power for the zoom feature is intermittent due to the head end weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.